Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally it was reported that the battery was depleting quickly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 145 mg/dl.